Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) this occurred while the hp was connected during drain. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The patient would complete therapy using manual supplies and was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.